Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that the purewick female external catheter did not suction. The patient tried water cup test, wicks failed. The patient said they also did not feel tubing at the bottom of catheter. Exchanging defective wicks bio box needed from field assurance for kit and wicks only. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Event description:
It was reported that the patient said that the purewick female external catheter did not suction. The patient tried water cup test, wicks failed. The patient said they also did not feel tubing at the bottom of catheter. Exchanging defective wicks bio box needed from field assurance for kit and wicks only. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive, due to representative sample. The device did meet relevant specifications. The product was used for treatment purposes. It is unknown if the product caused the reported failure. Product labeling were reviewed for this investigation, and the labeling was found to be adequate as it states: it states "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Warnings: do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. As the lot number is unknown, a DHR is not required. Based on the results of the investigation, no additional action is required at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.